Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the equipment was received in vyaire facility for evaluation. The service technician was unable to verify the reported "peep button does not work unable to select or scroll" problem. Visual inspection reveals that a piece of the knob is broken off. Performed the button test multiple times and passed. The unit passed the display check multiple times, passed 71.3 hours of extended testing, passed the initial final test and the initial alarm volume test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the positive end-expiratory pressure (peep) button of the revel ventilator is not working. Unable to change peep from default settings and unable to select or scroll. The issue occurred during patient-use and there is no need to transfer the patient to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.